Manufacturer narrative:
(B)(4). The actual device has not been rec'd yet and the investigation is ongoing at this time. In a f/u with the facility, the reporter confirmed there was no patient injury or consequences to patient. A f/u report will be provided when the investigation results become available.

Event description:
(B)(4).